Event description:
Received info stating customer received multiple occlusion alarms. Customer indicated that the cartridge may have been cracked. Reportedly, customer's blood glucose level was slightly elevated (in the 200's).

Manufacturer narrative:
The device has been received for eval; however, the eval is not complete. A supplemental report will be submitted upon completion of the eval.